Event description:
It was reported that during a pump refill a volume discrepancy was observed. It was reported that the expected residual volume (erv) was 3ml while the actual residual volume (arv) was 11ml. The pump was refilled on (B)(6)2012. Pump logs were normal. The patient reported that their pain was getting progressively worse. The pump was to be monitored and checked for any discrepancy at the next refill. A dye study would be done after that point if needed. It was later reported that the patient's pain had been slowly increasing over several years with no recent acute exacerbation. Conflicting information was provided that at the event the arv was 13ml rather than 11ml. The discrepancy was believed to be due to a previous programming error. A CT scan showed the catheter was in place intrathecally. The patient was reported to be doing well and receiving effective therapy. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8709, lot# j11142r22, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).